Event description:
On (B)(6) 2012, the lay user/patient in (B)(4) contacted lifescan to report the one touch lancing device lancet holder was broken. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On approximately (B)(6) 2012, the patient discovered the reported lancing device's lancet holder was broken; she was unable to use it to obtain a blood sample for glucose testing. The patient took no actions due to this product issue. Thirty minutes afterwards, the patient experienced the symptoms of shaking and dizziness. The patient did not seek any medical attention or treatment. The patient manages her diabetes with oral diabetes medications, diet and exercise. Troubleshooting revealed this was not a new device and there had been no misuse of the product. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the lancing device involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the alleged issue was confirmed during visual evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.